Event description:
It was reported that during deployment of a stent graft in an a-v graft, the stent graft could only be partially deployed. The entire system was removed and another new stent graft was deployed successfully. There was no reported patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anwk 1098 to date for deployment issue. The device was returned. Based upon the returned sample condition, the complaint investigation is confirmed for a partial deployment of the stent graft. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event.